Event description:
It was reported that during a procedure to treat a lesion with 95% stenosis, heavy tortuosity and heavy calcification of the proximal right coronary artery (rca). The target lesion was pre-dilated with an unspecified 2.5x15 mm balloon catheter. A 3.0x15mm xience prime rx was advanced but was unable to cross the target lesion due to patient anatomy. Resistance was noted during advancement and withdrawal due to patient anatomy. The procedure was successfully completed with a new 2.75x15mm xience prime stent. There were no other device or procedure issues noted. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.